Manufacturer narrative:
The complaint investigation for discrepant alinity I ca 19-9xr results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. A review of tracking and trending did not identify any related trends for the product for the issue. A device history review was performed on reagent lot 41918fp00 and did not identify any non-conformances, deviations, or potential non-conformances. A review of the reagent lot 41918fp00 historical performance was evaluated using worldwide data for alinity I ca 19-9xr assay. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 41918fp00 is within the established control limits. Therefore, no unusual reagent lot performance was identified for 41918fp00. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for alinity I ca 19-9xr reagent lot 41918fp00 was identified.

Manufacturer narrative:
All available patient information is included. Additional patient details are not available. This report is being filed on an international product, list number: 08p32-20 that has a similar product distributed in the us, list number :8p32-21 / -31 . An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported discrepant alinity I ca 19-9xr results when a patient sample was diluted for testing. There is no clinical history for this patient provided. It is unknown if this patient has been diagnosed with pancreatic cancer. The following results were: sid:(B)(6). Ca19-9xr: >1200 u/ml (undilute). Ca19-9xr: 270.97 u/ml (1:10 automatic dilution). Expected range 0-37 u/ml. Customer analyzed with manual dilution. Manual dilution. (Used multi-assay manual diluent): a1- ai02902 / a3- ai04678, 1:2 = 1266 u/ml (a1) / 1171.4 u/ml (a3), 1:4 = 650.24 u/ml (a1) / 643.16 u/ml (a3), 1:8 = 352.28 u/ml (a1) / 347.52 u/ml (a3). The expected value for this patient is not clear. The customer does not know which result is the correct result for this patient sample. There was no impact to patient management reported.